Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify insulin flow blocked alarms due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the serial number label faded. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow blocked alarm. Customer reported that the event was resolved by changing complete set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.